Event description:
Customer reportedly obtained a result of 214 mg/dl on the gts advantage system and hi on an add'l professional device. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.